Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A manufacturer representative went to the site to test the equipment. It was reported that the axiem communication failed. Replaced the hardware parts and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Axiem was returned to the manufacturer for analysis. Analysis found that the reported problem could not be duplicated. The axiem was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. There were no issues found. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that the system displayed an "axiem communication error" in emitter details. The system was rebooted 3 times without resolution. There was no patient impact and the surgery was completed with less than an hour delay.